Manufacturer narrative:
(B)(4). Conclusion code field left blank - no available code for undetermined or unknown cause. The customer's report of a leak was confirmed. Visual inspection of the returned set noted a cut in the pvc tubing approximately 1.34 inches above the check valve. The cut was measured to be approximately 0.11 inches. No damages or issues were observed with the receiving packaging. The set was reprimed with water and a leak was observed from the cut. No leak was observed from anywhere else. The set was also pressure tested while submerged underwater and a leak was observed form the cut at less than 1 psi. The pressure was increased up to 30 psi. No other leaks from anywhere else was observed. The root cause of the customer's report was a cut in the tubing. It is unknown how the damage occurred.

Event description:
The customer reported leaking from the tubing during priming. The product was not on a patient at the time of the event.